Manufacturer narrative:
Per tandem user guide: keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over an hour. Reportedly, the transmitter was being worn on the customer's arm, and the pump on the front of the body, with the body serving as an obstruction. Customer reset the pump to address the issue and the pump and the transmitter regained connection. No additional patient or event information was available.